Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. There was no adverse impact to blood glucose. Information regarding alternate insulin therapy was not provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.